Manufacturer narrative:
(B)(4).

Event description:
It was reported that merlin.net transmission had revealed the pulse generator exhibited rf telemetry anomaly. On (B)(6) 2016, the patient presented in clinic. A firmware download was performed successfully and the device was restored to normal functions. The patient would continue to be followed normally.